Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in the (B)(6), during deployment of 26 mm sapien 3 valve via trans-femoral approach in the aortic position, the balloon did not inflate. When the atrion was pulled negative blood came back in the syringe. The devices were retrieved without problems. New devices were used and the valve was implanted with good results. Post valve implant, the patient¿s blood pressure dropped and a pericardial effusion was diagnosed. The patient was taken to the operation room. At the time of the report the patient was stable in the ICU. There were no problems with the valve alignment.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During the pre-deco evaluation it was observed the delivery system crimp balloon appeared torn, the proximal end of the spring is attached but distal end appears detached, nose tip appears separated from guidewire lumen, and there is evidence of adhesive observed on distal end of the spring. There are gouges on the flex tip. During evaluation of the sheath, it was observed that the distal 7" of liner was circumferentially delaminated and the liner folded in on itself, the c-marker band was intact, soft tip damage was observed, appears to have expanded as designed.

Manufacturer narrative:
Additional information pertaining to this engineering evaluation was provided. No photos of the device were made available. No resistance/any problems were felt during valve alignment. Per the case notes, the valve was retrieved without problem and per the follow up response, the valve and delivery system were in the sheath during removal and the devices were removed from the patient in one movement without issues. Per the visual inspection, the balloon and valve were caught in the sheath housing. The sheath housing was disassembled and seals were removed by engineering in order to retrieve the valve and the balloon. The crimp balloon was torn proximal to the inflation balloon/crimp balloon (I/c) bond. There were gouges on the flex tip, and the spring was stretched, likely due to device manipulation (attempts to pull the delivery system with crimped valve through the sheath) at back table after device removal from the patient. Proximal end of the spring was attached but the distal end appeared detached. Evidence of adhesive was present on the distal end of the spring and on the guidewire shaft tip. The guidewire shaft was kinked. Nose tip appeared to be separated from the guidewire lumen, likely due to device manipulation (attempts to pull the delivery system with crimped valve through the sheath) at back table after device removal from the patient. No other abnormalities were observed on the returned device. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed.  During dimensional analysis, a double wall thickness of the crimp balloon proximal to the observed tear was measured. All measurements met the specification. Dimensional inspection of the crimp balloon did not provide any indication that a manufacturing non-conformance contributed to the reported balloon tear. A device history records (DHR) review was performed for components in work orders that relate to the manufacturing of the devices and components that could potentially contribute to the complaint (including further review of the tubing lots and resin for the crimp balloon). The review of the work orders did not reveal any manufacturing non-conformances that would have contributed to this complaint event. Review of the related lot history revealed no other similar complaints. A review of complaint history for the edwards commander delivery system (all models, all sizes) for the past 12 months (june 2017 to may 2018) revealed other similar confirmed complaints with returned devices. No manufacturing non-conformances that would have contributed to the complaints were identified during the investigations of these complaints. Available information suggested that the tears could be attributed to patient/procedural factors.  A review of complaint data for may 2018 revealed that the complaint occurrence rate did not exceed the control limit for the applicable trend category. The following IFU/training manual were reviewed for guidance/instruction involving the delivery system usage: edwards commander delivery system, ce, device preparation manual, and procedure training manual. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the multiple visual inspections and tests are performed throughout the process. 100% visual inspection is performed for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness. 100% visual inspection is performed for defects such as witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Balloon samples undergo burst testing and additional visual inspection. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. Prior to the process, the balloon is 100% visually inspected under 2.85x minimum magnification for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality is performed. The entire device is inspected for damage or missing components. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the related work order underwent product verification testing as a requirement for lot release.  Visual inspection for kinks, cracks, missing components, missing small white marker band on balloon shaft (with unaided eye) is performed during product verification testing. The balloon burst pressure after fatigue was tested; the lot was accepted as the calculated lower tolerance limit (ltl) was above the lower specification limit. Visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. The lot was accepted. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. The complaint for balloon torn was confirmed based on the condition of the returned device. Dimensional and visual inspection of the returned device did not reveal any non-conformances as the double wall thickness of the crimp balloon was within the specification. Additionally, review of complaint history, lot history, and the DHR provided no indication that a manufacturing non-conformance contributed to the complaint events. Review of IFU/training materials revealed no inadequacies. A review of manufacturing mitigation also supported that the balloon and delivery system have proper inspections in place to detect issues related to the complaint events. As the device was successfully de-aired, per the complaint notes, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously assessed and documented in a product risk assessment (pra), as per management discretion. The pra identifies increased alignment forces experienced during the procedure as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Although it was reported that there was no problems during valve alignment, the flex tip gouges observed on the returned device can be indicative of valve diving resulted from the high alignment forces. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. However, without the relevant procedural imagery (valve alignment + thv deployment) and characterization of the vasculature, the above suggested potential root cause could not be confirmed. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, a definitive root cause cannot be determined at this time, but it is possible that patient and/or procedural factors contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  It should be noted that, in this case, the device was not deployed and successfully removed without causing patient injury. The complaint for balloon torn was confirmed but no manufacturing non-conformances were identified during the evaluation. A definitive root cause was unable to be determined at this time, but it is possible that patient and/or procedural factors contributed to the complaint event. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a pra. In addition, to address the emerging trend in I/c bond complaints, a CAPA is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information was received. Per the physician, after the valve did not deploy during the inflation of the balloon, the valve with the delivery system in the sheath was retrieved. In one movement the complete delivery system, valve and sheath was removed out the patient. A new kit was opened and prepared according to IFU. A new sheath was inserted during this action the wire was lost out of the native valve. Without any problems, the wire crossed the valve and placing of the sapien 3 valve was performed. At the end of the procedure the patient¿s blood-pressure dropped and tamponade was diagnosed. The wire was thought to have perforated the left ventricle wall. Due to the unstable situation of the patient, a thoracotomy was performed, and the perforation was stitched. At last report, the patient was stable. The complaint event, pericardial effusion, was previously captured and reported under manufacturer report number 2015691-2018-02218. Initially, the source and the exact time of occurrence of the pericardial effusion was not provided. Additional information was received which suggests that a ventricular perforation by the wire occurred during placement of the second valve. The ventricular perforation, resulting in pericardial effusion, will be captured and reported under manufacturer report number 2015691-2018-03328. Therefore, a corrected supplemental report is being submitted to remove (B)(4). The adverse event box, and required intervention to prevent permanent impairment/damage box are being unchecked. The investigation into the balloon tear is ongoing.

Manufacturer narrative:
Additional information was received. The balloon filled with contrast, the device was able to be successfully de-aired, and there was no resistance or problem during valve alignment. The patient¿s access vessel diameter, degree of tortuosity and degree of calcification was unknown. The patient did not have a rupture. At last report the patient was doing fine. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The cause for the pericardial effusion could not be determined based on the limited available information. Despite requests, the source and the exact time of occurrence of the pericardial effusion was not provided. However, there was no allegation or indication a device malfunction contributed to the pericardial effusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The investigation into the balloon tear is ongoing.